Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 3.50-4.00 x 35 mm, eccentric, non-totally occluded, in-stent restenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery which had a significant bend of 45 degrees or less. The 3.50 x 15mm nc emerge mr balloon catheter was advanced for dilation; the distal lesion was inflated first and then the proximal lesion. On the second inflation at 20 atmospheres for 8 seconds, the balloon ruptured and was removed. The 3.00 x 20 mm agent dcb was then advanced but when the balloon was inflated to 12 atmospheres, it also ruptured. The device was removed and the procedure completed with a 4.0 x 20 mm agent dcb. There were no patient complications reported and the patient condition following the procedure was stable.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 3.50-4.00 x 35 mm, eccentric, non-totally occluded, in-stent restenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery which had a significant bend of 45 degrees or less. The 3.50 x 15mm nc emerge mr balloon catheter was advanced for dilation; the distal lesion was inflated first and then the proximal lesion. On the second inflation at 20 atmospheres for 8 seconds, the balloon ruptured and was removed. The 3.00 x 20 mm agent dcb was then advanced but when the balloon was inflated to 12 atmospheres, it also ruptured. The device was removed and the procedure completed with a 4.0 x 20 mm agent dcb. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The agent (dcb) balloon catheter was returned for analysis. The device was visually and microscopically examined. There was contrast present in the inflation lumen and balloon. There was blood present in the guidewire lumen and balloon. The balloon was loosely folded. At 22mm from the tip of the device, there was a longitudinal tear 8mm in length.